Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, after multiple attempts to place the right atrial (ra) lead, there was no pacing potential, beyond maximum thresholds. The ra lead was reported as damaged. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.